Event description:
The customer contacted stryker to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that can impede the ability of the device to deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. It was observed that the copper wire that runs to q38 on the energy delivery pcb was separating and coming out from the solder mask. Stryker replaced the energy delivery pcb assembly to resolve the reported issue. After completing other repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.